Manufacturer narrative:
The reported events were device dislodged or dislocated, failure to capture and failure to disconnect. As received, a partial lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not identify any indications of conductor fractures or internal shorts. Unable to perform helix mechanism/extension testing due to the condition of the partial lead as received. Visual and x-ray examinations did not find any anomalies other than procedural damage.

Manufacturer narrative:
Correction: section h10: additional related report numbers should be 2017865-2025-98012 instead of 2017865-2025-98123.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture. Fluoroscopy confirmed the rv lead had dislodged. The physician planned to reposition the lead. During the procedure, the rv lead could not be disconnected from the pacemaker. The physician decided to replace the whole system. The pacemaker and the rv lead were explanted and replaced. The patient was stable throughout.